Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen blacked out during use. Based on the preliminary log analysis, it was found that a reboot occurred. There was no patient injury reported.

Manufacturer narrative:
The investigation was carried out based on the available information including the logfile. On-site examination was performed in follow-up to the event by the draeger service and no indications for a device malfunction were found. The device passed testing and the device was continued to be used without further issues. Based on the logfile analysis, the case in question was reconstructed. However, a screen issue as reported is not detectable through the device logs. The reported symptom of black screen could thus neither be confirmed nor reconstructed. However, the logs show that the device was switched off and on again by the user using the rocker switch. After being powered on again, the system performed a reboot. This reboot was not in causal connection to the device being powered off and on again and also, based on the system design of the device, it can be excluded that a display issue is related to the performed reboot. Based on the logfiles, the root cause for the system reboot could not be determined. Since there were no indications for a device malfunction found during on-site examination, it can be concluded that most likely a temporary (communication) issue of unknown origin ¿ that could not be reconstructed ¿ caused the device to perform a reboot in order to solve the issue. In case of a reboot, therapy will be automatically continued with the last valid settings and the integrated monitoring after a maximum of 15 seconds. If the screen turns black during operation, the device can no longer be operated via the primary control unit. It is then also no longer possible to monitor ventilation and gas parameters. Other device functions such as gas supply and automatic ventilation are not affected. In such cases, manual backup mode can be activated using a manual switch on the front of the device, as described in the instructions for use. In manual backup mode, the basic therapy functions of the device (e.g. Fresh gas supply, manual ventilation, basic pressure monitoring on the separate mixer status display) are available to safely end the current patient case even without a functioning primary display. Finally, based on the logfile analysis, the reported black screen could neither be confirmed nor reconstructed, but a hard shutdown performed by the using the rocker switch and restart could be reconstructed. It is conceivable that the user tried to solve a perceived (temporary) display issue, that could neither be confirmed nor reconstructed, by using the rocker switch. Since the device was tested on-site without any indications for a device malfunction found and the device was returned back to use without further problems reported, a device fault as root cause can be considered unlikely. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen blacked out during use. Based on the preliminary log analysis, it was found that a reboot occurred. There was no patient injury reported.